Event description:
Hcp reported the patient was experiencing increased spasticity over the course of several weeks. A catheter study showed multiple fractures of the catheter. The device system was replaced and not returned to the manufacturer. The patient had a fever post operatively, but this was resolved by discharge and patient's spasms were under control.